Event description:
I applied the dexcom g6 continuous glucose monitor sensor and pressed the orange button to activate the insertion needle. The needle did not react leaving it inside my daughter. The whole applicator was stuck on my daughter with the needle inside her abdomen. We got it off and tried again. The same thing happened. We tried a third time and it happened again. At that point neither of us could tolerate any more attempts. The sensor and applicator had to be removed by pulling straight up rather than at an angle (which the needle was inserted at). That was very painful at three times for my daughter. We saved the other two that were unopened and am filing a report with the FDA as well as dexcom.